Event description:
The caller reported a malfunction on the pump, specifically a malf 6 code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, which resolved the issue without recurrence. The customer was instructed to continue using the pump and to call back if the malfunction code appeared again, which they acknowledged and understood.